Manufacturer narrative:
There is no indication of the tm patella failing and the device remains implanted. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient received a persona tibial component and a tm patella on (B)(6) 2014. The patient complained of pain. It was noted that the persona tibial component had possible loosening and this component was revised on (B)(6) 2015. As of this date and notification, there is no indication that the tm patella was revised. Note the persona tibia component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.